Manufacturer narrative:
Age at time of event, date of birth : unk. Sex: unk. Weight: unk. Ethinicity: unk. Race: unk. Date of event: unk. Model#: expiration date unk. If implanted, give date: unk. If explanted, give date : unk. Device manufacture date : unk . Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of a -17.5/3.0/92 (sphere/cylidner/axis) was intraoperatively implanted, removed, and replaced for a replacement lens due to a lens tear/break during injection/delivery into the patient's right eye (od), on (B)(6) 2024. There was no patient injury. Reportedly, the lens got stuck in the plunger. The problem was resolved.